Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: casper prepared as per IFU. Delivered over a guidewire to, through and distal to the carotid stenosis. Stent delivered via pin and pull method with no concerns. On retrieval of the system the nose cone was noted to be detached from the deliver sheath. It was retrieved into the guide catheter on the guidewire and removed from the patient with no adverse events to the patient. Patient is stable.

Manufacturer narrative:
The investigation of the returned casper delivery system found the retractor fully deployed from the stent housing and the guidewire lumen detached from the retractor, which is consistent with the alleged product issue. The guidewire lumen with the attached soft tip/"nose cone" was returned on the non-mvi guidewire as described in the reported event. Further inspection of the retractor found the glue bond broken, which would have resulted in the separation of the guidewire lumen from the retractor. The physical evaluation of the device could not identify the conditions or circumstances that led to the glue bond break, but the damage is consistent with the device experiencing forces exceeding tensile strength of the glue bond.

Event description:
No additional information received regarding the event.